Event description:
Consumer contacted co reporting a pen needle breakoff while injecting insulin. They went to the hosp where emergency personnel opened their abdomen (small incision) in an attempt to remove the needle particle from their tissue. They had several x-rays, but the needle could not be located. Wound was left slighty open. Follow up with homecare who will be coming to change the wound dressing.